Event description:
During the review of wadiana logs received from the customer as part of tc10-186 product notification review of previously reported results on the ortho provue analyzer, the following incident was identified. This incident was related to failure to dispense plasma following a cancelled microtube per tc 10-174 cancelled microtubes using software version 3.1 on the ortho provue analyzer. The concern related to the crossmatch-is test. Event occurred on (B)(6) 2010 at 18:12 to batch 4890. Provue failed to deliver patient plasma into microwell #2 to the mts buffered gel card (barcode # 09210904012406011784) for the is crossmatch to sample ID (B)(4) (position 4 on carousel) to donor ID# (B)(6). Provue had resulted the test with a negative result.

Manufacturer narrative:
Incident was identified during a review of the customer's files. (B)(4).